Manufacturer narrative:
The returned driver was evaluated. One side of the tip was found to have fractured off. The cause may be attributed to off-axis forces placed on the device during usage. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a driver broke off during surgery while removing a previously-implanted pedicle screw. There was a delay of approximately an hour while the surgeon located the tip for retrieval and removed the screw. There was no patient injury reported due to this event.